Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer was hospitalized for diabetic ketoacidosis. Customer's blood glucose was over 800 mg/dl. Customer had difficulty breathing. Customer's blood glucose was 189 mg/dl at time of call. Customer was wearing the device at time of hospitalization. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.